Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient experienced a choking sensation when she was laying down. The rep reported that the choking sensation disappeared when she turned the intensity of the ins down. The rep noted that the patient had a history of swallowing issue following a previous neck surgery. The rep reported that the patient denied falls or traumas. The rep reported that the patient did have 2 contacts with avoid impedances (contact 0 and 8). The rep reported that the patient was instructed to turn the ins down when she was laying down. The rep explained to the patient over the phone how to set intensities with adaptive stimulation that had been previously set at a higher intensity. The rep reported that the patient was able to reset the intensities to prevent an increase in intensity with a position change. The rep reported that the patient followed up later and stated she had no episodes of the choking sensation overnight with the ins at lower intensities. The rep was to notify the healthcare provider (hcp) and follow up with the patient again later in the week. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the avoid impedances wasn't determined. The rep reported that the patient changed her settings at home to avoid the choking sensation. The rep reported that when they saw the patient recently, the avoid impedances had resolved. The rep reported that the avoid impedances and choking sensation had been resolved. No further complications were reported.